Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the third firing. The manual release lever did not work. The surgeon cut the tissue to remove the device. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4) = closure trigger top, release button post. Batch # l54v57. The ec60 device was returned with the closing triggers damaged. No cartridge reload was present. The device could not be tested for functionality due to its condition. The device was disassembled to examine the internal components and the left side release button post was broken. In addition the closure trigger top was noted to be damaged. No conclusion could be reached as to what may have caused left side release button post and the closure trigger top to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following obtained: the jaw was opened by high force during post-operative cleaning.